Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Transmitter was replaced to resolve the issue. No additional patient or event information was available. Voluntary medwatch received via us mail reported: unstable glucose levels; my tandemx2 insulin pump repeatedly failed to connect to my dexcom transmitter causing me to have unstable glucose levels. I have contacted both dexcom and tandem and both companies keep replacing the sensor. I honestly believe the transmitter is the problem. Both companies have been nice, but neither is addressing the connectivity problem. This problem started happening right after I switched my transmitter out. The transmitter is different from the last one I used. This new transmitter has a visible indentation on the rounded end. Dexcom keeps referring me to tandem, but tandem keeps replacing the dexcom sensors when a communication error happens. Communication error no reading during the night and my insulin pump kept delivering insulin. Normally, when the pump and cgm communicate this would not have happened. This has happened repeatedly over the past month since the new transmitter was opened.